Event description:
Additional information was received which indicated that speech pathology and occupational therapy reviews were ordered. An anti-coagulant was to restart at discharge. Follow-up would occur via the outpatient stroke clinic. The physician indicated the stroke was unlikely related to the medtronic products and probable to the procedure.

Manufacturer narrative:
Continuation of d10: product ID l-envpro-16; product lot/serial number (B)(6); product type: loading system; implant date na; explant date na product ID envpro-16; product lot/serial number unknown; product type: delivery system; implant date na; explant date na medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the ischemia was ongoing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, the patient reported complaint of weakness, numbness, and paresthesia in the right upper limb following the transcatheter aortic valve implantation. The patient reported the symptoms worsened as the afternoon went on; the patient reported feeling well otherwise. A neurological evaluation was performed. On the national institutes of health stroke scale, the patient was assessed at a 3. Computed tomography imaging of the brain was performed and no abnormalities were detected. A magnetic resonance imaging was performed and showed multi territorial punctate dif fusion-weighted hyperintensities in the left middle cerebral artery (mca), right mca, and the right cerebellum. The patient's hospital stay was prolonged as a result. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, the patient reported complaint of w eakness, numbness, and paresthesia in the right upper limb following the transcatheter aortic valve implantation. The patient reported the symptoms worsened as the afternoon went on; the patient reported feeling well otherwise. A neurological evaluation was perfor med. On the national institutes of health stroke scale, the patient was assessed at a 3. Computed tomography imaging of the brain was performed and no abnormalities were detected. A magnetic resonance imaging was performed and showed multi territorial punctate dif fusion-weighted hyperintensities in the left middle cerebral artery (mca), right mca, and the right cerebellum. The patient's hospital stay was prolonged as a result. No additional adverse patient effects were reported. Additional information was received which indicated that a speech pathology and occupational therapy reviews were ordered. An anti-c oagulant was to restart at discharge. Follow-up would occur via the outpatient stroke clinic. The physician indicated the stroke was unlikely related to the medtronic products and probable to the procedure. Additional information was received that the ischemia was ongoing. Additional information was received that at the 30-day post-operative follow-up appointment, the patient reported "feeling great" and has returned to baseline. The stroke was documented as resolved approximately one month, one week after onset.

Manufacturer narrative:
Updated data: b5. Fourth paragraph was added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.